Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant at tooth site # 3 due to an infection was removed. Large amount of plaque and calculus around the implant and teeth, oral hygiene is poor. Suppuration and infection around the implants and the sinus. Symptoms as a result of the event: infection.